Event description:
I had ultherapy treatment in a reputable plastic surgeon's office. I feel my skin lost fat because of this procedure. I have lines on the left side of my face, with volume loss. My skin feels loose and thin.